Event description:
Event description guidant received information that during the follow-up visit in july 2005 this lead's bipolar impedance was 960 ohms. Today, the lead impedance has increased to 2030; however, unipolar impedance was 960 ohms. It was noted that the patient is very symptomatic when not being paced.